Event description:
The customer reported that the patient experienced low fill volumes and low cardiac output while being supported by the freedom driver. The customer also reported that the patient had symptoms of fluid overload. The patient was switched to the backup companion 2 driver without adverse impact. The patient was heavily diuresed over the next week. The customer also reported that an attempt was made to put the patient back on the primary freedom driver and the patient again experienced low fill volumes and low cardiac output. The patient was switched to backup freedom driver 4500. (See MFR report 3003761017-2014-00179). This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. Although the patient experienced low fill volumes and low cardiac output, the freedom driver continued to function as intended.